Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia on (B)(6). Customer's blood glucose level was over 600 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer stated that he had treated with manual injections and bolus deliveries from the insulin pump. Customer reported that the insulin pump received button error alarm. Customer does not allege insulin pump was under delivering. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.